Event description:
Affiliate reported that the pt has expanded ventricles. Initially the pt's valve worked fine, and then she returned to the hospital with pressure related problems. The rep is unclear of most of the details.

Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation, a follow up report will be filed.